Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 425cc and had inadequate breast shape. The implants appeared tall and narrow, with excessive upper pole projection. The patient reported that she had been disappointed with this shape since immediately after implantation. The patient underwent explantation and replacement with allergan gel implants on (B)(6) 2019. There was slight, patchy thickening of the capsules, bilaterally. No deflation of the implants were reported. Upon explantation, it was noted that the left implant had black flecks floating inside the saline. Investigation is in progress. At 18 days post op, the patient was reported to be doing well. This is for the left side implant, see manufacturer report number 1645337-2019-08643 for contralateral prosthesis.

Manufacturer narrative:
On 4/25/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor also became aware that two questions from the initial report were erroneously left blank. The device was available for evaluation and was returned to the manufacturer on 2/6/2019. Mentor also became aware that product problem was also left unchecked in the initial report. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: no damaged was observed during the evaluation of the sample. Leak testing was performed in accordance with mentor procedures and no leak sites were detected, however some black particles were observed inside the implant, floating in the saline solution. Additional testing was performed to identify the material and it revealed it is primarily composed of biologic-based material. The product inserts data sheet states that during implantation, when inflating the implants, the surgeon should use a syringe filled with pyrogen-free, sterile sodium chloride u.s.p. Solution for injection to inflate the prosthesis to the recommended volume. Only sterile, pyrogen-free sodium chloride u.s.p. Solution for injection drawn from its original container should be used. As it is known that bacterial infections may result from contaminated saline, it is recommended that a new sterile saline container be used with each surgery and implant-filling procedure. The sterile saline should be drawn into a syringe and transfer into the implant by connecting the syringe to the two-way valve that is connected to the fill tube attach to the implant valve. This is known as a ¿closed¿ technique as the saline solution is never exposed to the outside environment. While the reason by which the foreign matter was introduced into the implant cannot be ascertained, the device history records and sterilization records were reviewed, indicating that it met all sterilization and manufacturing parameters required to provide sterility assurance prior to release for distribution. In addition, no similar complaints have been reported for this lot number. All mentor implants pass through an extensive and robust process of sterilization. The sterilization equipment is validated according to documented procedures and specifications. The parameters for each sterilization cycle are 100% checked by the microbiology department. Loads are fully released once the cycle reports and data (time and temperature) are reviewed. Mentor performs 100% inspection of all devices prior to release and maintains a comprehensive quality assurance system in compliance with good manufacturing practice regulations. Environmental /microbiological /bioburden controls are in place and periodically monitored in the manufacturing facilities. Furthermore, mentor developed and qualified material/component, process specification, procedural steps as well as testing controls to ensure the finished product is provided clean and sterile. Manufacturer¿s reference number: (B)(4).